Event description:
It was reported that during heart surgery, the patient's atrial lead dislodged causing a decrease in blood pressure for the patient. The lead was repositioned and remains in use. No further patient complicatons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.